Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display on the insulin pump had been going blank at night and the customer has to replace the battery 4 times a day. It was stated that the customer woke up one morning and found the display was blank. The customer's mother called the customer and the customer stated she would only have the issues when not using the recommended battery type. They declined troubleshooting. Customer's blood glucose value is unknown. The insulin pump was not replaced or returned for analysis.